Manufacturer narrative:
The customer reported that the ac module failed. The device was not returned to philips for eval. The customer ordered a replacement ac power module, which resolved the issue.

Event description:
The customer reported that the ac power module failed.